Manufacturer narrative:
.

Event description:
Procedure: lap gastric bypass. According to the report: the surgeon inserted the instrument into the patient, the eea was fired and opened, and the anastomosis came apart. Instrument was removed, and it was noted that no staple cartridge was in the device. The cartridge was disengaged from the device. The surgeon stapled off the distal end with an endogia stapler, and another eea was used with a new orvil. The case was delayed 15 minutes. Due to the staple cartridge disengagement, the instrument transected tissue with no application of staples. There was no bleeding or unanticipated tissue loss/damage reported. There was no patient injury reported.